Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was returned for analysis. Unit was returned in a generic plastic bag inside of one burr. The wire is stuck and broken loaded at the burr device and, it has the spring tip kinked. Also, the burr has a section kinked and it is broken. The section broken was not returned. Overall length, outer diameter of the middle of the device and proximal section couldn't be measured due to device condition. Outer diameter of distal tip was within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29-mar-2017. Same case as: 2134265-2017-01170 and 2134265-2017-02435. It was reported that the wire was unable to cross. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.50mm rotalink¿ plus was selected to be used. During ablation, the burr was passed through the distal part of the lesion but the burr got stuck when it was pulled out. Several non bsc device were used in attempt to remove the stuck burr but failed. A guidezilla was inserted again into the 6f guiding catheter and was delivered near the stuck area. Then, the burr was successfully removed and was retrieved inside the guidezilla. The procedure was completed with this device. No patient complications were reported. However, device analysis revealed that the wire was broken loaded at the burr.